Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited a backup mode alert. After finalizing the successful implant, the alert was cleared, and no further issues were observed. The device remained implanted. The patient condition was stable.